Manufacturer narrative:
(B)(4). Title: surgical mitral valve dysfunction citation: transcatheter valve therapies conference (tvt) 2016 authors: charanjit s. Rihal, md date of conference was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a (B)(6) male patient underwent a procedure to implant a 29 mm medtronic mosaic bioprosthetic mitral valve (serial number not provided). Eight years after the implant, an echocardiogram indicated, regurgitation, stenosis, pannus, calcification and increased gradient measurements (mean 19 mm hg). Subsequently, a transcatheter bioprosthetic pulmonary valve was implanted, valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.